Event description:
The custumer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a copan flaq swab that generated a positive result. Repeat testing was not performed. Confirmation rt-pcr testing (platform unknown) was performed on the same day using nasopharyngeal sample which generated a negative result (CT values not provided). The customer stated the patient was symptomatic. The patient had fever of 37°c. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being submitted to provide the initial report. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m206405 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m206405 and test base part number 190-430/ lot m206405. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m206405 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference.